Event description:
The event is now reportable based on the analysis approved on 05/12/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties were encountered. The 2.5x24mm taxus liberte stent delivery system (sds) could not cross the 90% stenosed target lesion located in the calcified and highly tortuous distal left circumflex. The procedure was completed with a different device. No patient complications were reported. The patient's current condition is listed as "good". However, the returned product analysis of the 2.5x24mm taxus stent revealed stent damage.

Manufacturer narrative:
The stent delivery system (sds) with the stent attached was returned for analysis. Visual and microscopic examination revealed distal stent damage. Struts on the fourth row from the distal end of the stent were raised distally. There was also a kink on the hypotube 9cm from the catheter's strain relief. The balloon and tip were visually and microscopically examined and no issues were noted with its profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.